Manufacturer narrative:
The device is not a single use device. The approximate age of the device is 6 months from date of manufacture. Manufacturer's investigation conclusion: the reported event of the mobile power unit not functioning was confirmed during analysis. The evaluation of the returned device revealed a damaged power supply printed circuit board. As a result the unit was not able to supply power. A specific root cause for the compromised component was not able to be identified during analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad on (B)(6) 2017. It was reported that when the patient was unplugging from battery power to tether to the mobile power unit (mpu), the green light on mpu was on, then the yellow wrench flashed and went off. There were no lights on the mpu and the patient "heard an alarm" but immediately went back to batteries and didn't know if the back up battery was in use or not. The vad coordinator had requested that the patient go back and forth between the 2 power sources and the mpu did the same as before. No lights on the screen, and again no mention of any alarms. The patient was unsure if there was a locking cord or not. The vad coordinator discussed with the patient to make sure the cord was properly seated in the mpu. The patient remained on batteries over night and was recommended to come into clinic the following day. The vad parameters were unchanged per the vad coordinator. Patient reported as asymptomatic. The investigation of the returned mobile power unit identified damaged/nonfunctional power supply.